Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue. There is no patient involvement. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the forceps elevator. The foreign material is yellowish/brown in color but was not identified. This is attributed to insufficient cleaning. The device was reprocessed prior to being returned. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
Due diligence was executed for this event with no response received from customer. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the forceps elevator. The foreign material is yellowish/brown in color but was not identified. This is attributed to insufficient cleaning. Other observations for the device: color ring has a crack; grip has a scratch; suction cylinder is shaved; due to wear of angle wire, bending angle in up direction does not meet the standard value; switch box has a dent; switch (sw) sw1 has a scratch; due to clogging of air/water (aw)tube, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in down, left, and right direction does not meet the standard value; connecting tube has a scratch; scope connector has a scratch; reduced angulation; forceps channel port is shaved; adhesive on distal end rubber coating (a-rubber) is detached; protector of universal cord on control section side has a cut; electrical connector is dirty; acoustic lens has a scratch; universal cord has a scratch; light guide cover glass has a dent; protector of universal cord on scope connector side has a scratch; scope cover has a scratch; and distal end is deformed and has a scratch. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.